Event description:
A report was received that during lead revision procedure, the physician found blood inside a cracked header of the ipg. The pt was re-implanted with a new ipg and lead and the pt was reportedly doing well following the procedure.